Event description:
It was reported that on (B)(6) 2011, the pt had contracted meningitis and that she lost her hearing. She was then implanted bilaterally on (B)(6) 2012. The pt was fitted 3 times and both implants were fully functional. Then the pt suffered from otitis media with fluid build up on the left ear. Twenty days ago the pt contracted meningitis for the 3rd time. A surgical intervention is considered, accessing the middle ear via the external auditory canal, to review the situation and repair any fistulas that may be present.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.